Event description:
During an infusion via the system swelling was seen close to the portal. The infusion was stopped due to suspected leakage. A subsequent x-ray showed a leak in the tube system. The system was explanted.